Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the long45a was on the fourth firing on the stomach when the surgeon articulated the stapler and the mechanism within the shaft at the point of articulation broke. Teh stapler became filmsy at the point of articulation. The stapler was not fired and a new stapler was opened to complete the case without incident. There was no reported patient consequence.